Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. The device was inserted and deployed without difficulty. It was reported that resistance was encountered when pulling back on the device for removal. The lever of the device was reported to be flush with the handle, but the physician reported "the foot would not park". The physician re-inserted a guidewire into the arteriotomy and pulled the device out over the wire. It was reported that the device was visually inspected following removal and the foot was not fully parked. Hemostasis was achieved with manual compression and a duett. There was no report of adverse pt effects. Though requested, no additional info was provided.